Event description:
Caller states that the patient tested 6.1 inr on one device and 6.6 inr on another device while a lab result returned as 4.3 inr. Caller states that different strip lots were used for the comparison. No action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Additional strip lot used with uf0227756: 363a, 1/31/08.